Event description:
Additional information received reported the pump was replaced due to eri. There was no patient injury and the patient outcome was resolved without sequelae.

Manufacturer narrative:
Analysis of the pump revealed the motor had a gear train anomalies of corrosion and/or wear and/or lubrication. In addition, the stall was due to shaft-bearing. Analysis of the catheter noted the catheter was returned in pieces as the catheter body had a slice cut.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the pump started alarming on (B)(6) 2013. The patient was getting an alarm that was six beeps every ten minutes. The patient met with the surgeon on the date of this report to schedule pump replacement surgery. It was noted that the low battery alarm went off at the beginning of (B)(6) 2013. The pump was supposed to last until the end of (B)(6) 2013. The patient had been lowering his dosage to see if he could ¿get through life without the pump,¿ but it turned out that he was not able to. The pump was being used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.